Event description:
Additional information was received from the rep. It was reported that the cause was due to the physician disconnecting the lead from the extension and noticed that the connections appeared grayed. The hcp replaced the lead. Stimulation issue was resolved. Device will not be returned as it was discarded. Rep reported they selected other percutaneous 1x4 leads and labeled it 3986 to resolve the 3986 lead not being an option on the lead select screen on the clinician application.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 748966, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2019, product type: extension; product ID: 3986ilc, lot# n26572, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2019, product type: lead; product ID: 7425, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient was having a revision to potentially replace the patient¿s leads, because the patient wasn't feeling stimulation. When the rep was testing impedances today they were getting red indicators on the connection check and the impedance test showed all values were greater than 10,000 ohms. The reason for the call was to ask how to enter the lead in the lead select screen on the clinician application because the lead model number was not an option. Technical services reviewed information regarding the lead select screen. It was indicated that the caller would follow-up with the medical doctor and they would test the system intra-op to try to determine the cause of the high impedances and no therapy. It was indicated that the issue began (B)(6) 2018, the day of the ins replacement. They couldn't get their stimulation the day of the replacement and they didn't know if something occurred during the procedure or after that caused the problem. No further complications were reported/anticipated.

Event description:
Additional review of the source information found that the manufacturer representative met with the patient at a surgical consult appointment on (B)(6) 2018. At that time, the implanted battery was depleted, and the patient had mentioned that it had been out of service for over two years and the manufacturer representative was unable to interrogate to check the impedances. The patient was informed that even after a new battery, they could not be sure that the old lead will still function based on the out of range high impedances greater than 10,000 ohms. Additional information received from the manufacturer representative on 2018-dec-03 indicated that a cause of the high impedances was not determined. No further actions have yet been planned or performed to resolve the high impedances. The patient had indicated that they may contact a surgeon to see about lead revision. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3986ilc, lot# n26572, implanted: (B)(6) 2003, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that there were high out of range impedances on the lead during a battery replacement surgery. During the battery replacement surgery on (B)(6) 2018, multiple attempts were made to get the impedance back in range, including wiping down the ports and connecting an adaptor to each port. The surgeon did not have consent from the patient to explore any further options, so they had to close the pocket and tell the patient after surgery. The patient may try to find a surgeon closer to home to see if anything can be done to get stimulation to function. No symptoms or complications were reported.